Manufacturer narrative:
(B)(4). D10: guide wire gripper cat# 00249001200 lot# 65021987; uide pin sleeve short 3.0 mm cat# 00249006330 lot# 63267167; antegrade femoral connecting bolt small cat# 00249000801 lot# 62725440; impaction head cat# 00249003200 lot# 65105342; antegrade femoral targeting guide system screw cannula short 8.0 mm i.d. Cat# 00249008180 lot# 63317881. G2: south africa. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a drill bit tip was fractured during a procedure. There was no harm to patient or foreign bodies retained. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D1: zimmer natural nail system calibrated drill cannulated short 4.9mm. H6: proposed annex g code: mechanical (g04) - drill. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.